Event description:
Reportable based on device analysis completed on 20-sep-2018. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 1.50mm x 15mm emerge balloon catheter was advanced to dilate the lesion; however, the device was not able to cross due to calcification. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed a balloon pinhole. Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination did not reveal any damages. Microscopic examination revealed a damaged tip and a pinhole 13mm from the tip. There is contrast present in the inflation lumen and blood present in the balloon. The balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.